Manufacturer narrative:
Additional manufacturer narrative: unfortunately, minimal information has been provided regarding this event. The root cause of this event cannot be determined with the available details. Additional information requests are currently in progress. If new information becomes available, a supplemental report will be submitted accordingly. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an edwards bioprosthetic valve implanted in the tricuspid position, was treated via valve-in-valve intervention. The failure mode of the surgical valve is unknown. An edwards transcatheter valve was implanted. No other details provided.

Manufacturer narrative:
This report was found to be a duplicate of MFR report #2015691-2017-01448. Please reference MFR report #2015691-2017-01448 for any further reporting on this event.